Event description:
The product experience report shows the breath rate was incorrect at 48.2 bpm, when set to 60 bpm during incoming eval. The nellcor puritan-bennett svc technician inspected the device and resoldered the connections at the cable assembly and the rate switch assembly to eliminate cold solder joints. The unit passed final unit testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.